Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for pacemaker implant procedure. During the procedure the physician attempted to implant a left ventricular (lv) lead into the coronary sinus and it was noted that the lead caused diaphragmatic stimulation. The physician attempted different vectors for implant, but all resulted in stimulation. Therefore, the lead was not implanted at the time. The patient was in stable condition.